Event description:
Same case as MFR# 2134265-2012-02906, 2134265-2012-02907 and 2134265-2012-02908 it was further reported that the patient presented for an outpatient left heart catheterization. An unspecified percentage of stenosis was noted in the left anterior descending artery (lad) and a 2.50x8mm promus element plus stent was deployed in the lad. Following deployment, no flow occurred and the patient complained of chest pain. A dissection was discovered up through the left main (lm) and possible deformation of the 2.50x8mm promus element plus stent was noted. The physician continued to place five more stents to treat the dissection; a 3.00x12mm promus element plus stent was placed in the lm, a 2.50x12mm promus element plus stent was placed in the mid lad, another 2.50x12mm promus element plus stent was placed in the proximal circumflex (cx), followed by another 2.50x12mm promus element plus stent that was placed in the lad and finally a 2.50x16mm promus element plus stent was placed in the lad. After the stents were deployed, the patient experienced chest pain and a myocardial infarction occurred. The patient became hypotensive and ventricular fibrillation was noted. Defibrillation was performed multiple times along with CPR and the patient was intubated. Code medications were given and an intra-aortic balloon pump and temporary pacemaker were inserted. An EKG was performed and the pacemaker was turned off; the patient then went asystole and expired 210 minutes after the myocardial infarction occurred. The documented cause of death is acute left main dissection.

Event description:
Same case as MFR# 2134265-2012-02298 and 2134265-2012-02300. It was reported that post a stenting treatment procedure a myocardial infarction occurred and the patient expired. A promus element plus stent was deployed in the left main (lm) to the left anterior descending artery (lad). After deployment of the stent, stent deformation and a vessel dissection were noted. Two additional promus element plus stents were implanted in the lesion to treat the dissection; however, the patient experienced a myocardial infarction and later expired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).